Event description:
It was reported that allegedly four (4) pcu keypads were not powering on and showing the channel error 110.6021 (for keypad failure) and therefore, will be replaced. There was no reported patient involvement.

Manufacturer narrative:
Revised: e2 to "yes", e4 to "no", g2 to "health professional", g3 to "12/29/2020."

Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action.

Event description:
It was reported that allegedly four (4) pc units 8015 were faulty and therefore, will be replaced. There was no reported patient involvement.